Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator spinal cord stimulation - spinal pain. It was reported that the patient had no therapeutic relief and therefore had the ins removed as it never worked since implanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that cause was not determined and the ins was discarded.